Event description:
The customer reported via phone call that they received a compromised force sensor system alarm after an infusion set change. Customer's blood glucose was 281 mg/dl. The customer also stated insulin was squirting out during the manual prime process. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.